Manufacturer narrative:
The associated product was not returned. Therefore, microline was unable to perform an investigation of this issue.

Event description:
The cautery probe and l hook were being used on 90 and spray to coagulate a liver bleed when the instrument melted and arched from the side burning an unintended portion of the liver.